Event description:
Globus medical received x-ray images which appear to show that the transition crimp housing above the l3 pedicle screw dislocated from the cord. No revision surgery has been scheduled.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant remains in the patient. No surgery has been scheduled. We have requested information for section a (patient information) but it has not been provided. If additional information becomes available, a supplemental report will be filed.